Manufacturer narrative:
Additional manufacuring narrative: the returned rad-97 was evaluated. The device was unable to power on and off via ac/battery power. Therefore reported issue could not be confirmed. Additonal testing confirmed a defective component on the instrument board caused the device to be unable to be powered on and off. E1. Initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (B)(6).

Event description:
The customer reported the rad-97 "suddenly powers off by itself." No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted. E1. Initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (B)(6).

Event description:
The customer reported the rad-97 "suddenly powers off by itself." No patient impact or consequences were reported.